Event description:
It was reported by a physician that vns patient had the nerve injured (cut) during vns surgery, after that, patient has experienced a high sensibility to stimulation which is an intolerable feeling to the patient. The patient doesn't want to continue vns therapy and wants vns system removed. Removal surgery is still pending.

Event description:
Additional information was received from the area representative indicating the patient underwent removal surgery as expected and the device would not be returned to the manufacturer for analysis. Moreover, information from the treating physician indicating the patient's seizures were the same or probably worse since the patient's device was programmed off on (B)(6) 2011, 2 months after the reported incident. At the moment good faith attempts to obtain further information have been unsuccessful to date.